Manufacturer narrative:
(B)(4). The microcatheter was returned for evaluation. The returned microcatheter was missing the distal segment its tip. Broken end of the tip was microscopically observed. It found that the tip was twisted. Circumferential cracks were observed proximal to the broken end, suggesting tensile stress was applied when tip broke. Measurement of the remaining tip suggested that the tip was torn off at approximately 2mm from the distal end of the tip, junction of polymer-only-segment and polymer-and-braids segment. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the tip was first damaged by the applied torsion, and then the damaged tip eventually became torn off due to tensile stress generated during catheter removal. There was no indication of product deficiency. Instructions for use (IFU) states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a moderately calcified cto in the lad #7. The microcatheter was advanced over a 0.014 inch asahi guide wire to successfully cross the lesion. After wire exchanged was made, the microcatheter was removed from the patient when its tip was found separated and remained in the septal branch. A snare was delivered to retrieve the separated tip; however, the separated tip flowed far down peripherally. The physician determined to leave the separated tip in situ and resumed the procedure. The pci was completed with reestablished blood flow. The final angiography confirmed that the remaining tip had no impact on hemodynamics. The physician commented that he rotated the microcatheter and that caused the tip separation. The patient was without problem after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.